Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that received sensor error alarm. Blood glucose was 140 mg/dl at the time of incident. Customer stated that the sensor error alarm normally occurs in the middle of the night. Customer also mentioned that he started sensor the morning prior to call. Customer did not complete the sensor error troubleshooting and stated that he just wanted the sensor replaced. Customer also mentioned a low blood glucose of 50 mg/dl. Customer treated with food for low blood glucose issue and declined troubleshooting. Customer stated that he had low blood glucose reading because he might have over bolused for his breakfast. Customer was advised that replacement sensor will be sent and sensor is expected to return for analysis. The insulin pump will not be returned for analysis.